Event description:
It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken on (B)(6) 2025, wherein a dural tear (related manufacturer reference number 3006705815-2025-05521) occurred and the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.